Event description:
3 units were received with the packaging wet. The site suspected the product to no longer be sterile and therefore was not usable in the operating room. The product was not released to the or from the hospital stock. There was no patient involvement. This is report 3 of 3.

Manufacturer narrative:
We have not received the complaint devices for evaluation. Hence, we could not conclusively determine the root cause of the incident. The instructions for use indicate that the device is suppled in a sterile package and that sterility is assured as long as packages are unopened and/or undamaged. Therefore, the device sterility may be compromised if the packages are opened or damaged as a result of becoming wet. This issue was found pre-use and there was no patient involvement. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints from other customers of a similar nature for devices from this lot. Please note that we have also submitted manufacturer incident report number 1220948-2022-00085 and 1220948-2022-00086 relating to two other tuftex over-the-wire embolectomy catheters that were involved in this event.